Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited low out of range pacing impedance measurements less than 200 ohms resulting in activation of the lead safety switch (lss) feature. A health care professional (hcp) noted that measurements were stable and acceptable in unipolar configuration. The lead configuration was programmed to unipolar and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.